Event description:
Product is a 14g needle core biopsy device used for breast biopsies. The device consists of a central needle and an outer cutting sleeve. I have used this specific device for many years. Lately, several times I have noted the following problem. I contacted the manufacturer also twice. After "firing" the needle, it sticks in the patient, because the tissue is not cut cleanly - this causes patient pain, and tissue sample is reduced by almost half. Also it is not clear what part of the tissue specimen is lost. Secondly, when opening the needle to retrieve the specimen, the two parts stick together as the outer sleeve is withdrawn. The inner needle then quickly shoots forward. This results in the tissue being flung from the needle, along with blood products and other tissues. These land on walls and personnel, and sometimes results in loss of the specimen. This has occurred with several different needles from the manufacturer, and is much more frequent recently. They seem aware of the problem, but have no suggestions other than trying more of their needles to find one that doesn't stick. Dates of use: 2006 -- 2008. Diagnosis or reason for use: breast disease tissue diagnosis.